Manufacturer narrative:
H3, h6: the cable, lot number: lc24i11a, was returned to the manufacturer for analysis. The returned cable was returned with electri cal tape covering parts of it and passed continuity test. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-jan-12 e1 (rep): no new information. 2026-jan-15 e2 (rep): no new information. 2026-feb-05 00870094 (rep): additional information was received. It was reported that the main power cord had a large cut that extended down to the wiring. Electrical tape was placed as a temporary protection measure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735943, lot number: unknown h3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that the power cord was damaged. Codes b01, c07, and d02 are applicable to this analysis. Further system service was performed and testing revealed that the main power cord had a large cut that extended down to the wiring. Electrical tape was placed as a temporary protection measure. Codes b01, c07, and d02 are applicable to this analysis. H6: code a07: electrical /electronic property problem is applicable to the main power cord had a large cut that extended down to the wiring. Code a05: mechanical problem is applicable to there was damage to the power cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was damage to the power cable; however, there was no impact to function or charge. There was no patient present. Additional information was received. It was reported that the main power cord had a large cut that extended down to the wiring. Electrical tape was placed as a temporary protection measure.